Manufacturer narrative:
The events of seroma and infection (early onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: seroma; infection.

Event description:
Healthcare professional reported left side seroma and infection by pseudomonas. Device explanted.